Event description:
It was reported the rf (radio frequency) head would not interrogate a patient. The rf head was swapped out and new rf head interrogated successfully. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the rf (radio frequency) head would not interrogate. The rf head cable found out of electrical specification.